Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via email that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 400 mg/dl, compared with the sensor glucose reading of 210 mg/dl. The caller stated that the customer's readings are high during sports. The caller stated that the sensors have really helped the customer. Nothing was replaced or returned.